Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe with bd precisionglide¿ needle had sterility issues. The following information was provided by the initial reporter: material no.: 309632, batch no.: 9008885. Customer would like to know if there have been any complaints, field issues, or manufacturing deviations as there was a sterility positive for bacteria. Verbatim: as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process.

Manufacturer narrative:
The following fields have been updated with corrections: PMA/510(k)#: k980987.

Event description:
It was reported that bd syringe with bd precisionglide¿ needle had sterility issues. The following information was provided by the initial reporter: material no.: 309632, batch no.: 9008885. Customer would like to know if there have been any complaints, field issues, or manufacturing deviations as there was a sterility positive for bacteria. Verbatim: as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Material # (B)(4), batch # (B)(4) was processed according to bd requirements for sterile devices per product specifications. No issues and no deviations occurred during the sterilization process.

Event description:
It was reported that bd syringe with bd precisionglide¿ needle had sterility issues. The following information was provided by the initial reporter: material no.: (B)(4), batch no.: (B)(4). Customer would like to know if there have been any complaints, field issues, or manufacturing deviations as there was a sterility positive for bacteria. Verbatim: as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process.